Event description:
X-rays were received from site on patient to review. Reported patient had high lead impedance. X-ray review did not reveal any gross lead discontinuities on the portions of the lead visualized. Good faith attempts are being made for additional details surrounding the reported high impedance. Unknown if revision surgery is planned.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities. Device failure suspected, but did not cause or contribute to a serious injury or death.